Event description:
It was reported that a drill attachment heated up during a routine maintenance eval conducted by the MFR's field service team. This event did not occur during a surgical procedure, so there was no pt involvement. There was no user injury reported, and no other adverse consequences alleged with this event.

Manufacturer narrative:
The drill attachment was received by the MFR and the complaint was confirmed. Debris was found around the upper bearing. The presence of debris can lead to increased friction between rotating components, resulting in heat being generated.